Event description:
It was reported that one day post implant, the patient decompensated due to cardiac perforation with pericardial effusion and tamponade. The right ventricular lead was noted to be outside of the right ventricle and had no capture. The lead was repositioned, the effusion was drained, and the patient's vitals normalized. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.